Manufacturer narrative:
The report states: the patient was revised because of infection. Doi: (B)(6) 2008 dor: (B)(6) 2009 (sleeve and head; right hip). Update (B)(6) 2011 - litigation papers received. Updated patients name and added dob. Additionally, they mention potential elevated cobalt and/or chromium poisoning and constant pain. Complaint was reopened to make products reportable. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of infection. Update: (B)(6) 2011 - litigation papers received. Updated patients name and added dob. Additionally, they mention potential elevated cobalt and/or chromium poisoning and constant pain. Complaint was reopened to make products reportable.

Manufacturer narrative:
Corrected:initial reporter,initial reporters occupation,report source.this information was reported incorrectly on the initial emdr. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.